Event description:
It was reported that a low glucose event occurred, with a remote app alert indicating a blood glucose of 70 mg/dl that subsequently rose to 84 mg/dl and then to 102 mg/dl after treatment and monitoring. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the hypoglycemia without medical intervention or hospitalization. Investigation included customer interview, review of device-reported glucose information, and troubleshooting with education on appropriate hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed no device malfunction and that the event resolved with oral carbohydrate intake. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.